Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system referenced is filed under a separate medwatch report.

Event description:
This is filed to report the difficulty deploying the clip, which has the potential to cause or contribute to patient injury. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. During deployment of the first mitraclip, difficulty was noted. The actuator knob was turned 8 times in the counterclockwise direction, but the clip remained attached to the clip delivery system (cds). The actuator knob was turned additional times and the clip deployed. A second cds was advanced; however, during deployment of the second clip, the same difficulty was noted. The actuator knob was turned 8 times in the counterclockwise direction, but the clip did not deploy. Additional turns were made on the actuator knob and the clip deployed. Post procedure, the mitral regurgitation (mr) was reduced from grade 4 to grade 1-2. No additional information was provided.